Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable bilirubin direct gen.2 result from the cobas 4000 c311 stand alone system. The initial result was 1.025 mg/dl. The pediatrician requested a new blood sample to be analyzed at another laboratory using an abbott analyzer. The result for the new sample was 0.50 mg/dl twice. On (B)(6) 2025, the initial sample was retested on the cobas c311 analyzer, and the result was 1.158 mg/dl. The same initial sample was sent to another laboratory that uses an abbott analyzer, and the result was 0.52 mg/dl.

Manufacturer narrative:
A general product issue could be excluded as calibration and quality control were within the specifications. The investigation did not identify a product problem.